Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that the customer was in the hospital for high blood glucose with her previous pump that was replaced. Customer was hospitalized on (B)(6) 2015 for high blood glucose that was close to 500 mg/dl. Customer went to the hospital because her pump gave a button error alarm and was not delivering insulin. Customer was sent a replacement pump and has been fine since then. Customer had disconnected from the pump since it was not working. Customer was not sure how long she was off the pump but it was not too long. No troubleshooting was needed since the issue was with a previous pump that had been replaced.